Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone15.4 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been treated at the emergency department with hyperglycemia and raised ketones on (B)(6) 2026. The patient's blood glucose levels reached approximately 250 mg/dl while wearing the pod (arm) between 4 and 24 hours. The patient recalled the smell of insulin from the site. Symptoms reported include vomiting and not being able to eat as well as redness and swelling around the infusion site. The patient was treated with insulin, fluids and antibiotics. The pod was removed at the hospital and discarded. It was initially believed the patient had a urinary tract infection (uti). However, at a follow-up appointment on (B)(6) 2026, it was determined there was not a uti and the patient was advised to discontinue the antibiotics. The patient was discharged later the same day after 4-5 hours.